Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that incomplete seal was noted at follow up. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted. At the patient¿s 45 day follow up on (B)(6) 2017, a jet of 5-6mm was noted. The patient was kept on coumadin.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient is off anticoagulation medication and no jet is present on the device.